Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to cardiac oversensing. The shock cause the patient to fall which resulted in a left knee femur fracture. The patient was admitted to the hospital and orthopedic surgery was performed due to the femur fracture. No additional adverse patient effects were reported.